Event description:
The catheter was inserted on 5-2-97, and sutured to the pt using the movable catheter clamp. The pt expired on 5-10-97 from an air embolism. The catheter was found to be cut at a point 2 mm from the junction hub. The hospital speculates that the pt got out of bed and the catheter broke.